Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Attempts have been made to gather all product identification information and no further information has been provided. The event is confirmed. Visual examination of the returned product identified an unknown patella implant which showed signs of use (gouges, deformation) and the post of the fiber pad was fractured but not returned. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were not provided. Radiographic images were provided and reviewed by a healthcare professional. X-ray image provided is undated and appears to reflect possible patella peg fracture. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: unknown - unknown femoral component - unknown; unknown - unknown articular surface - unknown; unknown - unknown tibial component - unknown. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial knee surgery. Approximately 6-8 months post-op, the patient was revised due to the patella implant fracturing. The surgeon noted that a piece of the patella implant had sheared off. The surgeon decided to leave a single peg of the initial patella implant in place and place a new patella implant over it as they were concerned that too much bone stock would be removed if they removed the post. Attempts have been made and all available information has been provided.